Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: atrial undersensing and noise with pacing inhibition seen on rv lead. Not able to reproduce noise with pocket manipulation. Impedance is stable 700-800 ohms and threshold is very stable as well. The noise is spiky and non-physiologic. Patient was admitted to the hospital and the lead was explanted. Should additional information be received, this file will be updated.